Event description:
Customer stated that the pump was not deivering insulin. Customer was willing to troubleshoot but was not able to chack settings properly as the settings that were in the pump were their family members. The alarm history did indicate an a04 and a50 alarms. Customer tried priming tubbing that was in the pump, insulin did not exit. Checked programming, insulin concentration, basal rates/times, bolus history, alarm history, programming and histories are correct. Cuatomer also indicated that they had been hospitalised for high blood glucose.